Event description:
It was reported that during threshold value test, the left ventricular lead exhibited oversensing. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.